Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. A photograph was submitted for evaluation, however based on the digital image it is not possible to confirm the reported condition. The physical sample is needed to assess the reported condition and thus determine the root cause. A potential root cause for leaking which can occur during use if there are any deviations to the instruction for use which state: ¿for the insertion and use of the of the feed tube and extraction of the stylet for stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating.¿ the reported condition could not confirm a manufacturing deficiency. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there were perforations in the tube and leaking was observed through the y port of the feeding tube during use. There was no patient injury.